Event description:
The event is reported as: incoming inspection report indicates "pin hole on package."

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The DHR (device history record) review was conducted. Review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification, all in-process qa inspections were acceptable and all post sterility and package integrity tests were acceptable.